Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient underwent surgical intervention on 04mar in which their ipg was explanted and replaced due to fluid present at the ipg port plug. Stimulation was reportedly restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.